Event description:
It was reported that patient sustained a burn on her forearm during a scan with a ge echospeed MRI. Patient was under anesthesia and had ECG leads, bp cuff, pulse ox, vent tube, etco2 tubing and a temp monitor strip on her leg. The patient was very heavy and no padding was used to prevent patient contact with the bore wall. The burn was not recognized until later, when patient sought medical attention from her family physician. The injury was described as a 3rd degree burn covering approximately a 3.5 x 2.7 cm area. Patient was treated with silvadene cream and antibiotics.

Manufacturer narrative:
The system was inspected by a ge representative for proper operation with no problems found. Warnings and instructions regarding appropriate patient padding, positioning and monitoring are provided in accompanying user documentation.